Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the forceps elevator wire on the evis exera duodenovideoscope was found broken (forceps elevator not moving up completely). No patient injury reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was not confirmed. The forceps wire was completely cut off. Due to a cut on the forceps wire, the forceps did not rise at all. Due to a cut on the bending section cover, water tightness was lost. The adhesive on the bending section cover was detached. The bending section cover was dirty. The connecting tube had a wrinkle. The insertion guide protector and the protector of universal cord on control section side were damaged. Due to wear of the angle wire, the bending angle in the down/right/left direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down/right/left knobs were out of the standard value. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updated to e1, e2,e3 of the initial medwatch. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the reprocessing steps recommended in IFU were not performed completely due to the forceps elevator malfunctioned by the snapped k-wire, which made foreign material remain at/around the forceps elevator. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.